Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 279 mg/dl and 130 mg/dl. Customer drank orange juice based on the reading of 130 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.